Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and low battery alert less than a week. Customer blood glucose reading was unknown. Troubleshoot was not performed. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device monitored for several days. Device passed the displacement test and rewind test. No unexpected rewind anomalies noted. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).